Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. Given his multiorgan dysfunction and poor prognosis, the family decided to pursue comfort measures only. The patient was discharged with home hospice.